Manufacturer narrative:
E.1. Initial reporter facility: (B)(6). D4: unique device identifier not available. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-feb-2014 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the user was unable to login and the machine was taking an extended amount of time to login. A technical support specialist (tss) reviewed the system logs and identified only authentication failures related to an incorrect username entry, with log entries confirming an invalid username or password error. Full authentication logs for the user were reviewed and showed a successful sign-in shortly afterward with no system or application errors observed. The tss contacted the customer to request a live demonstration at the station level. Network settings were reviewed, and the station¿s speed and duplex configuration was verified through powershell command. The tss informed the customer that the issue could not be replicated even after checking 4-5 different pyxis, it seemed it might have resolved but had been intermittent for couple of hours. The customer later reported that the issue could no longer be reproduced during both night and day shifts, confirmed that the issue appeared to be resolved and requested case closure. The system functioned as intended after the technical support specialist investigated the device.

Event description:
It was reported that when using the bd pyxis¿ es server, it was taking long time for the user to log into device. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.